Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor. Customer applied the sensor on (B)(6) 2018 and the next day began experiencing itching and redness, followed by pain and heat at the sensor site. Customer had contact with a healthcare professional on (B)(6) 2018 and was prescribed fucicort (corticosteroid/antibiotic blend) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. No product deficiency was identified.

Event description:
Customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor. Customer applied the sensor on (B)(6) 2018 and the next day began experiencing itching and redness, followed by pain and heat at the sensor site. Customer had contact with a healthcare professional on (B)(6) 2018 and was prescribed fucicort (corticosteroid/antibiotic blend) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor applicator and sensor pack were not returned for this complaint. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor applicator and sensor pack are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor. Customer applied the sensor on (B)(6) 2018 and the next day began experiencing itching and redness, followed by pain and heat at the sensor site. Customer had contact with a healthcare professional on (B)(6) 2018 and was prescribed fucicort (corticosteroid/antibiotic blend) cream for treatment. There was no report of death or permanent injury associated with this event.